Event description:
The following has been reported: biomed reported: the concern is how often the pump requires a complete shutdown to clear an alarm. In the 12 months running on 5m/n we never had this many pumps pulled for service or "service alarms". Looking through we have about 24 pulled right now. Just looking for some clarification on why we didn't see this alarm previously in the original 44 pumps. Additonal information: biomed emailed serial #, confirmed no patient harm or report of issue stopping active infusion. A preliminary review of the logs identified the following issue: sensor hardware failure (pressure sensor board) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device returned for pressure sensor board failure. Device was opened to investigate the rattling noise heard. One of the screws for the pneumatic plate was loose and moving around in the device. No other physical damage was found. After inspection for internal damage was performed, device was put back together and mock infusion testing was run. Device passed testing with no failures. Device speaker sounded distorted during testing. Log files confirm multiple pressure sensor board failures.